Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter stated that there was a leak in the body of the cartridge. The reporter stated that the patient had a blood glucose (bg) over 500mg/dl with extreme drowsiness, polyuria, symptoms of dehydration and large ketones. The patient was taken to the emergency room (ER) and treated with insulin via pump and IV fluids. This report is being made due to the bg excursion the patient experienced due to a site/set/cart issue.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016-device evaluation: the retained cartridge has been evaluated by product analysis on 01/21/2016 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.